Event description:
The event reported by a customer from USA: possible over delivery of 10-15 ml. Medication infused: phentanyl. No audible alarm, 100 ml bag, vtbi: 70 ml; 7-10ml was used to prime the tubing. When the bag was changed, only 1 ml left on the bag when there should have been 10-15 ml left. Additional info received on 01/09/2015: mode: epidural; (B)(6) 2015: the pump arrived to q core medical with 19g catheter.

Manufacturer narrative:
(B)(4).